Manufacturer narrative:
Medical device lot #: an invalid lot # of 20066866 was provided by the initial reporter. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced ruptured tubing and leakage. The following information was provided by the initial reporter: material #: 2420-0007, batch#: unknown. During initial flushing with normal saline (0.9% / 500ml bag / post IV insertion/pre-chemotherapy), rn noticed IV tubing leaking fluid. Upon closer inspection, rn saw that IV tubing was cracked (about 0.5cm in size). The IV tubing was then disconnected from the patient and new IV tubing was connected by rn (after properly inspecting new tubing). The patient's treatment was then resumed.

Manufacturer narrative:
Investigation summary: a complaint of component damage was received from the customer. One sample was returned for investigation. Through visual inspection, the damage could not be seen. The set was then primed and a cut was found on the tubing closest to the second y-site. A device history record review could not be performed on model 2420-0007 because an invalid lot number was provided by the customer. A definitive root cause could not be determined, however possible root causes include errors in the packaging process and when opening the package. Changes to enhance the packaging and handling process have been implemented by the manufacturing site.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced ruptured tubing and leakage. The following information was provided by the initial reporter: material #: 2420-0007 batch#: unknown. During initial flushing with normal saline (0.9% / 500ml bag / post IV insertion/pre-chemotherapy), rn noticed IV tubing leaking fluid. Upon closer inspection, rn saw that IV tubing was cracked (about 0.5cm in size). The IV tubing was then disconnected from the patient and new IV tubing was connected by rn (after properly inspecting new tubing). The patient's treatment was then resumed.